Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 06/09/2015 device evaluation: the product has been returned and evaluated by product analysis on 05/21/2015 with the following findings: there was no pump data available from the time of the event due to continued patient use. The returned battery cap secured to the pump appropriately and the pump powered on successfully. The pump was exercised for 24 hours without rebooting, loss of power, or call service alarms duplicated. The pump was opened and no moisture damage or loose components were observed inside the pump.